Event description:
It was reported that the subject device had an image initially and then it froze and they could not unfreeze it. The issue was found during an unknown procedure. The procedure was completed with an with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be determined. Olympus will continue to monitor field performance for this device.